Event description:
The implant did not seat and lock into place. It was visibly loose and could be easily removed after impaction. The implant seemed to small. The surgery was delayed approximately 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.